Event description:
The customer reported an initial, falsely elevated result for a patient sample with the atellica im high-sensitivity troponin I (tnih) assay. A second sample was collected three hours later, tested and it resulted lower. The initial sample was retested on another atellica im instrument and it resulted lower. The result was reported to the physician who questioned the result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, high atellica im tnih result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the customer care center (ccc) and reported an initial, falsely elevated atellica im high-sensitivity troponin I (tnih) result on a patient sample. The limitations section of the instructions for use (IFU) states the following: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies." Siemens is investigating.

Manufacturer narrative:
Initial MDR 1219913-2022-00012 was filed on 13-jan-2022. Additional information: 15-feb- 2022. An outside of the united states (ous) customer contacted the customer care center (ccc) and reported an initial, falsely elevated atellica im high-sensitivity troponin I (tnih) result on a patient sample. The customer observed a falsely elevated initial atellica im high-sensitivity troponin I (tnih) result on one patient. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Qc was in range at the time the sample was run. Sample handling acceptable. The initial result was elevated, 59.4 ng/l, (greater than the instructions for use (IFU) 99th% cutoff of 45 ng/l). A second sample on the same patient 3 hours later resulted as 4.1 ng/l, was well below the IFU cutoff. The original sample was repeated on a different atellica im analyzer and resulted as 6.3 ng/l, below the IFU cutoff also. Siemens reviewed log files from the instrument and observed primary vacuum is too low, while the secondary is too high; the customer service engineer corrected the issue. No further issues with tnih results have been observed post service. While the exact root cause of the initial falsely elevated results cannot be determined, siemens cannot rule out system maintenance issue as the cause. No product performance issue is observed. The customer is operational. In section h6, investigation finding, and investigation conclusion codes were updated based on additional information.